Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on an unknown date. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician shuttled down, the physician could not withdraw the sheath to complete the deployment, because the catheter/shuttle handle locked onto the wire (catheter shaft). The physician removed the device, and converted the patient to approximately 10-15 minutes of manual compression. Hemostasis was achieved, with no reported complications. The patient was ambulated and discharged to home the same day, with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1208902) indicated that the device lot met all established performance criteria prior to shipment.